Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clamps of two (2) uromatic tur administration sets would not control the drip of the irrigation. The reporter stated that when trying to control the flow ¿it comes out a lot or does not come out¿. This issue was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured in september 2021. H10: the actual devices were not available; however, retention samples were evaluated. Visual inspection was performed on the retention samples which did not identify any abnormalities that could have contributed to the reported condition. Functional testing (including gravity and leak testing) was performed and no issues were observed. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.